Event description:
Main body graft was advanced via the pt's left femoral artery. Contralateral vessel was badly calcified, but deployment of hte ipsilateral iliac leg graft, the internal iliac artery was not identified correctly, and the graft was deployed high above the bifurcation of the main body. Post angiogram observed a distal type I endoleak ont he ipsilateral leg graft which was resolved by telescoping a second leg graft up inside the deployed leg graft. An iliac leg extension was also deployed in the contralateral limb of the main ipsilateral leg graft. No endoleaks were visible during the completion angiogram. Please refer to 1820334-2005-00160 for additional information.